Event description:
It was reported the pca tube is leaking. The event occurred during infusion, and no adverse effects were reported. Possible lot number: 6037847.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.